Event description:
A report was received that the bsn representative confirmed a 10h0 error. An ipg replacement was recommended by bsn and the physician was informed.

Manufacturer narrative:
Additional information received indicates that the physician will no longer revise the patient, there is no further course of action.

Manufacturer narrative:
A return product analysis revealed that the complaint regarding the 10h0 error code was verified. The error code resulted from seeprom 1 data corruption and prevented communication. Once the corruption was fixed the technician was able to link to link to the device and use it normally

Event description:
A report was received that during a lead revision procedure, the physician chose to replace the paddle lead. When the physician explanted the paddle, he noted that it was fractured and there appeared to be a suture through the middle of the paddle. The paddle was also missing four contacts and the physician feels this may have occurred while he was suctioning after irrigating the paddle. The physician recovered two of the contacts and verified by fluoroscopy that there were no contacts left inside the patient.

Event description:
A report was received that the bsn representative confirmed a 10h0 error. An ipg replacement was recommended by bsn and the physician was informed.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information received indicated that the physician explanted the patient's ipg and implanted a new one. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the bsn representative confirmed a 10h0 error. An ipg replacement was recommended by bsn and the physician was informed.